Event description:
Customer alleges rear brakes will not engage. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) female who weighs "a little over" (B)(6). The (B)(4) rollator has a weight limit of 300 pounds. The dealer stated that the brakes are fine but the rubber on the rear tires are worn down so much that the brakes won't engage. Due to the consumers weight, a recommendation was made to have her move to a (B)(4) bariatric rollator. The consumer will talk over with her dealer but wants her current rollator fixed.